Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518 and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14apr2020 to 14apr2021. Complaint trend: there are 3 complaints related to the issue of a leakage of biohazard not contained within the instrument; date range from 14apr2020 to 14apr2021. Manufacturing device history record (DHR) review: DHR part # 663518 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage was due to a closed pinch valve tube. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The fse (field service engineer) confirmed the issue to be from a shut pinch valve and replaced the tubing. After the repair, the instrument was rebooted, tested and functioning as expected. No parts were requested for evaluation as tubing is not from stock inventory and the replaced tubing was discarded. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as the leakage was minimal. Additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020 defective part number.: 336504 - two way pinch valve assembly nc. Work order notes: o subject / reported: sit is dripping. O problem description: sit is dripping. O work performed: replaced pinch valve tubing for sit flushes. O cause: tubing was stuck and would not open during sit flush, causing a drip. O solution: instrument has passed all qc, is not dripping, and is ready for use. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o tfs ID: 89169. O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drops. Provide instruction for universal precautions. O reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir o effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir o probability: 1 o severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. O tfs ID: 89227. O ID: libivd-ra-247 3.1.25. O reg status: ivd; ruo. O hazard: instrument temporarily inoperable. Source: sit fmea. O cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. O harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. O risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol o reg link (tfs ID): n/a o implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. (B)(4). O effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. (B)(4). O probability: 2. O severity: 2. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn pinch valve tube. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn pinch valve tube. The fse confirmed the issue, replaced the pinch tube, and the instrument was able to pass all qcs. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported while using bd facslyric¿ biohazardous wasted leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the sit is dripping. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. (If not contained) was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. What is the source of leak ¿ before waste line or after waste line? Before waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. 6. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric" biohazardous wasted leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the sit is dripping. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak before waste line or after waste line? Before waste line. -5b (if waste line) was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No.